Event description:
(B)(6) is a bd pharmacy consultant helping unknown customer with gr editor configuration of library. (B)(6) reported gr editor software 9.33 did not function properly: "pca max accumulated dose over infusion on a v9.33 test pump, not on a patient. Epidural profile, 4.8 ml/hr accum hard max, 5.07 ml infused < 1 hour, +0.27 ml". No patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the to determine the customer reported issue of npi pca max accumulated dose over infusion. Technical support: (B)(6) is a bd pharmacy consultant helping customer with gr editor configuration of library. (B)(6) reported gr editor software 9.33 did not function properly: "pca max accumulated dose over infusion on a v9.33 test pump, not on a patient". Epidural profile, 4.8 ml/hr accum hard max, 5.07 ml infused < 1 hour, +0.27 ml. "I was able to reproduce this on my v9.33 system". "See attached screen shots from my system uploaded to case, with data set". "Customer is asking for an opinion at this time¿ is tolerance is +/- 2%"? A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
(B)(6) is a bd pharmacy consultant helping unknown customer with gr editor configuration of library. (B)(6) reported gr editor software (B)(4) did not function properly: "pca max accumulated dose over infusion on a (B)(4) test pump, not on a patient. Epidural profile, 4.8 ml/hr accum hard max, 5.07 ml infused < 1 hour, +0.27 ml". No patient involvement.

Manufacturer narrative:
Correction.

Event description:
(B)(6) is a bd pharmacy consultant helping unknown customer with gr editor configuration of library. (B)(6) reported gr editor software 9.33 did not function properly: "pca max accumulated dose over infusion on a v9.33 test pump, not on a patient. Epidural profile, 4.8 ml/hr accum hard max, 5.07 ml infused < 1 hour, +0.27 ml". No patient involvement.